Event description:
It was reported that during an ablation procedure, the patient experienced a heart block that required temporary pacing. Follow up received indicated that the patient had a preexisting heart condition due to high bmi. The physician managed this through the surgical procedure and felt the risks were worth it because they were treating a possibly active brian met. The patient was held for a few extra days and medically managed to get heart activity back to baseline. Information received from the clinical site indicated the event was related to the surgical procedure.